Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was examined under magnification. Under magnification, it was confirmed that the 1.5mm hex driver tip (small shaft) (part number hpc-0015) had batch number 275710. The part was received in 2 pieces. As reported, failure occurred when implanting the screw part number co-t2318, but the screw was not returned. A brittle torsional fracture pattern was identified at the tip end of the driver. The overall driver length was measured to confirm fracture point. The driver currently measured at approximately 3.9245 inches, indicating that approximately 0.0755 inches of the driver broke off. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, due to unknown surgical conditions, based on the information received, the root cause could not be determined.

Event description:
The surgeon was implanting a co-t2318 screw when the driver tip of hpc-0015 broke off. The surgeon was able to retrieve the broken driver tip from the screw and complete the surgery. It caused a 3-5 minute delay in the surgery. This report is related to report number 3025141-2023-00329 for the screw involved in this event.